Event description:
Information received indicates, the left siderail will not lock into the upright position.

Manufacturer narrative:
The technician found the siderail latch bolt was missing. The technician replaced the latch bolt to repair the bed.